Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual evaluation of the returned advanix rx biliary stent was found that the suture hole in the stent was found torn and the suture was detached from the push catheter. There was evidence that indicates the suture was, at some point, attached due to a knot noted on the suture. Based on product analysis, the failure was noted during the procedure, it is possible that operational factors, such as user technique/handling during preparation or procedure, contributed to the found suture detached, since that there was evidence that indicates the suture was attached due to a knot noted on the suture, and also, the suture hole in the stent was found torn, indicating some handling or manipulation of the device. Therefore the most probable root cause for this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed, no anomalies were found.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, it was reported that the suture was separated from the stent. The procedure was completed with anothe advanix rx biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed that the stent suture hole was torn, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Problem code 1069 captures for the investigation findings of stent suture hole torn. Block h10: investigation analysis a visual evaluation of the returned advanix rx biliary stent was found that the suture hole in the stent was found torn and the suture was detached from the push catheter. There was evidence that indicates the suture was, at some point, attached due to a knot noted on the suture. Based on product analysis, the failure was noted during the procedure, it is possible that operational factors, such as user technique/handling during preparation or procedure, contributed to the found suture detached, since that there was evidence that indicates the suture was attached due to a knot noted on the suture, and also, the suture hole in the stent was found torn, indicating some handling or manipulation of the device. Therefore the most probable root cause for this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed, no anomalies were found. The initial report submitted on this event on (B)(6) 2019 was submitted in error, as the event does not represent an MDR-reportable scenario.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, it was reported that the suture was separated from the stent. The procedure was completed with anothe advanix rx biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed that the stent suture hole was torn, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.